Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 due to a gastrointestinal bleed. The event was associated with heavy activity and the patient reported dizziness at the time of the event, and possibly experienced ventricular tachycardia. No additional information was provided.

Manufacturer narrative:
The report of low flow alarms was confirmed via the submitted system controller log file; however, a specific cause for the change in pump parameters could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.